Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. It was reported that acceptable measurements had not been able to be obtained with this lead. An invasive procedure was performed and the lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically capped and abandoned and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.